Manufacturer narrative:
Concomitant medical products: 383069, lead, implanted: (B)(6) 2019, dtma1d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead undersensed a ventricular beat which appears to have resulted in a non-sustained ventricular tachycardia (vt) episode to be marked terminated prematurely. The device did subsequently detect and treat the patient. The patient was reported to have felt lightheaded and palpitations. The rv lead remains in use. No further patient complications have been reported as a result of this event.